Event description:
Complainant alleged that during routine tranining/in service by a zoll sales rep, the device didplayed a "pacer fault 115" and "pacer disabled" messages. There was no pt involvement during the reported malfunction.